Manufacturer narrative:
Results of investigation. The reported complaint was duplicated and isolated to stuck components within the adjustment assembly. Low flow poppet was found to be jammed due to corrosion/foreign material. Blender was reassembled and found to be functioning as intended. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the blender was constantly delivering 100% fio2. No patient harm reported.